Event description:
During a bladder stone removal procedure of an extremely hard 4cm stone, the doctor first tried with ultrasonic lithotripsy but could not break the stone. He then tried with a lithoclast and was able to break it into smaller pieces. He then used the stone forceps to break the pieces and the forceps jaws broke off. The procedure was stopped. Pt was brought back the next day and open surgery was performed to remove the stone fragments and broken forceps. Pt is recovering well.